Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery due to an occluded reservoir. The customer's blood glucose level was 341 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. Customer states the site does not show signs of infection. Customer states there is blood at the site. Customer states site is not actively bleeding at time of the call. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed pre-fill test to reservoir and the reservoirs were not occluded. Also, inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted. Performed manual test to plunger and it was easy to connect/release properly.